Event description:
It was reported by the patient that he feels shocking from the device up the neck through the shoulder. This happens while lying in bed, and while the patient holds his head in certain positions. The patient reports having noticed this for about two weeks. The patient also indicated that his pulse rate is 77 beats per minute most of the time, which is higher than the usual 60. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.